Event description:
Additional information indicated that a surgical intervention occured wherein the ipg was explanted and replaced. Therapy was restored postop.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was unable to communicate with external devices. The ipg was deemed inoperable. In turn, surgical intervention may be pending to address the issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.